Event description:
The physician reports performing cataract surgery with implantation of the crystalens in the patient's left eye. Postoperatively, the patient had a refractive error with a decrease in bcva to 20/60. The preoperative bcva was not provided for comparison. The lens was explanted and replaced with a different diopter crystalens (23.00 d) and the patient's prognosis is excellent.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The explanted lens was returned to b&l and evaluated. The visual inspection revealed the lens was torn in pieces. A review of the manufacturing records for this lot revealed that no lenses were rejected for incorrect diopter power or resolution. Root cause: according to the physician, the root cause of the reported issue of refractive error is related to a biometry calculation error where the incorrect lens power was selected.